Event description:
The report rec'd from the affiliate indicated that a procedure was being performed to examine the left ventricle. However, the surgeon experienced difficulties in properly fastening the diagnostic catheter with the catheter extension. These two devices were used on pt. There were no anomalies noted when the devices were removed from the packages. Neither of the devices was successfully used with another catheter/accessory. There was no air leaking through the connection and it was difficult to attach the two devices. The pt was successfully treated without any harm occurring.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two devices associated with the reported event that were submitted under the following mfg number 9616099-2009-01122.